Manufacturer narrative:
Continuation of d10: product ID: b3400060m, serial# unknown, implanted: (B)(6) 2024, product type: extension. H3: analysis of the b35200 implantable neurostimulator (ins) (s/n (B)(6)) revealed that the implantable neurostimulator (ins) was functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: sensight; product ID: b3400060m (serial: unknown); product type: 0191-extension; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a deep brain stimulation procedure involving the implantable neurostimulator b35200 percept pc, there were concerns about the device's short battery life of one year and unfavorable impedance ranges. The physician noted that the extension appeared scarred and twisted on one side, which was addressed by straightening it during the procedure. The battery was replaced with a new rechargeable stimulator, and although the impedance remained elevated on one side, it was reduced by half on the other. Connections were checked multiple times and found to be okay. The issue was resolved with the replacement of the battery. The cause of the twisted extension was unknown, but the buildup of scar tissue was likely a contributing factor.